Manufacturer narrative:
A complaint was received on 6/03/2024 reporting "the product is leaving bits of "lint" or pieces of cotton were coming off the cottonoids. It appeared as if there were white pieces of hair in the wound." The complaint states that a sample was not available. A deroyal quality representative completed a review of inventory on hand lot number 60858981, there were no issues found. A supplier corrective action request (scar) was issued to the supplier (B)(4) on 6/17/2024. The scar was returned 7/17/2024 stating that the exact "root cause could not be determined". They identified a potential cause connected to end user handling, stating that excessive handling or sharp instruments came into contact with the non-woven material during use. The supplier completed material inspections, in-process & finished good evaluations and confirmed that material integrity was maintained. They stated that neuro neutec sponge is manufactured from a non-woven textile fabric, any sharp tools or cutting devices can damage the sponge, any small protruding parts could snag the sponge and excessive handling may cause fibers from non-woven sponge material." This investigation is complete at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.

Event description:
The product is leaving bits of "lint" or pieces of cotton were coming off the cottonoids. It appeared as if there were white pieces of hair in the wound.

Manufacturer narrative:
A complaint was received on 6/03/2024 reporting "the product is leaving bits of "lint" or pieces of cotton were coming off the cottonoids. It appeared as if there were white pieces of hair in the wound. The complaint states that a sample will be provided. A supplier corrective action request (scar) has been issued to the supplier. This investigation is ongoing at this time. No further information is available at this time. We will provide a follow-up report if additional information becomes available.